Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited an out of range pacing impedance measurement. A lead safety switch was triggered and loss of capture (loc) was noted after lead configuration was in bipolar. Lead configuration programmed back to unipolar pacing but left sensing in bipolar since oversensing was observed when programmed to unipolar sensing. The patient had sinus arrest; thus, programmed atrial sensing to bipolar but sensitivity was increased to 2 millivolts (mv) to reduce the oversensing. Boston scientific technical services (ts) reviewed the strip and showed mv signal on the atrial electrogram (egm) channel. The physician had no plan to revise the lead. No additional information obtained. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this lead also exhibited high pacing threshold measurements. The cause was believed to be clavicular crush secondary to implant location and patient activity. During device change out, this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.